Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the control unit was not functioning and defective on the small battery drive device. It was further determined that the device did not work counterclockwise. The device was noted to have failed the following pre-test: check the attachment coupling, check the battery case coupling, check the off/osc/on switch mode function, check the oscillation angle, check the triggers and electronic control unit (ecu) function, check switching function, check the function with electric pen drive (epd)-console and check power at the motor with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.